Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported event was attributed to no restarting pump therapy prior to going to sleep and there was no suspected product issue related to this event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: there was no black box data from the time of the event due to continued patient use of the pump. The daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was completed and confirmed that the pump was delivering within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 19 mmol/l with increased thirst and urination, and nausea. The reporter indicated that the pump was disconnected the previous night temporarily but then failed to restart the pump therapy prior to going to sleep resulting in the elevated blood glucose. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of not resuming pump therapy.